Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. Meter powered on with button depression and test strip insertion. No new issues were observed. Blank screen was not observed. The complaint was not confirmed.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's wife reported that on (B)(6) 2015 at 8:39 am she noticed the customer was not responding, that he could open his eyes, but couldn't speak and subsequently lost consciousness. She further reported she attempted to test his glucose using his adc blood glucose meter, but it would not turn on with button press or with test strip insertion so she called the paramedics. Upon arrival, the paramedics received a reading of 34 mg/dl on their unknown brand of meter and initiated an intravenous infusion of glucose. No additional treatment was rendered. There was no report of death or permanent injury associated with this event.